Event description:
It was reported by the patient that one day following a coronary drug eluting stenting treatment procedure, she experienced hives and a "flushing" feeling. The patient had a 2.75x16mm taxus express2 drug eluting stent placed in an unknown vessel. One day later, she reported having hives and woke up itching. The patient reported having medication changes that included the addition of plavix, diovan and zetia. The patient reported seeing her physician who prescribed clarinex and benadryl for treatment, which successfully relieved her symptoms. The patient also reported that for two nights beginning one day after the stent implant, she awakened with "flushing starting in the sternum and spreading". She denied pain, but described the feeling as "similar to niacin flushing". The consumer was contacted to request the physicians name and phone number with permission to call, however, she declined this information stating that she did not want to get the physician involved. The consumer stated she is "fine now" and she and her physician feel that the cause of her symptoms was zetia and not the stent. The patient states she has been better since she was taken off of zetia.

Manufacturer narrative:
The delivery device was disposed and the stent remained in the patient. Therefore, no analysis could be performed. The manufacturing records for top assembly batch 8366301 have been reviewed and no issues or discrepancies were found. This records review confirms that the device met all material, assembly, and performance specifications. There are no similar complaints of this nature related to this batch number. The cause of the difficulties experienced during the procedure could not be determined.